Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with cracked keypad overlay at select button. Device received with pillowing keypad overlay. No damage to the reservoir tube lip or retainer noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir retainer ring kept coming off the insulin pump so he glued it back on. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.